Event description:
Bed collapsed to one side when patient rolled to her left side - appears to be hydraulic failure per vendor report. Patient was several hundred pounds below 1060-pound bed weight limit.